Event description:
It was reported during a thrombectomy procedure when the subject balloon was inflated, it was seen on fluoroscopy that the device ruptured. There was a surgical delay of unknown time. The device was replaced, and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected ¿ no product problem. Section h1 type of reportable event - corrected - no malfunction. Section d9 product available to stryker: updated. Section d9 returned to manufacturer on: updated. Section h3 device evaluated by mfg: updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection it was observed that the catheter shaft was damaged. The catheter balloon appeared to be undamaged. During functional inspection, the balloon was successfully inflated. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed. The device did not met specifications when received for complaint investigation based on the functional and visual anomalies noted to the returned device. It was reported that 'the anesthesia department (operating room) reported: kinking of the guide catheter resulting in blockage during a thrombectomy by dr. (B)(6). In the follow-up responses it was noted: 'how was the event detected? Following the request for clarification, I correct the initial statement: during the operation, balloon rupture when it was not overinflated, seen on fluoroscopy'. During inspection, the balloon catheter was noted to be damaged. The balloon was successfully inflated and deflated on a number of occasions during functional testing. It is not clear why balloon rupture was reported to have been observed during the operation. The reported damage balloon burst/ruptured during use will be assigned 'not confirmed'. The analyzed damage balloon catheter damaged will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications, but performance was limited due to unknown procedural and/or anatomical factors during use. ¿the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.¿

Event description:
It was reported during a thrombectomy procedure when the subject balloon was inflated, it was seen on fluoroscopy that the device ruptured. There was a surgical delay of unknown time. The device was replaced, and the procedure was completed successfully with no clinical consequences to the patient.